Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an ablation procedure, a coronary spasm was observed just after the mitral line ablation with pulsed field energy. A transient st enlargement was noted on electrocardiogram due to the transient coronary spasm. At the end of the procedure, a cardiac angiogram was performed, which showed recovery from the spasm and revealed atheromatosis on the pl branch. A one-time intravenous dose of isosorbide dinitrate was administered in response to the coronary spasm. The coronary spasm fully resolved. The case was completed with radiofrequency and pulsed field ablation. No further patient complications have been reported as a result of this event.